Event description:
Healthcare professional reported unknown side "pain, spontaneous and on palpation, inflammation, distortion in shape, position and volume, and rupture" confirmed via MRI. This record is for the right side device. Device remains implanted

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "pain, spontaneous and on palpation, inflammation, distortion in shape, position and volume, and rupture" confirmed via MRI. It was later reported capsular contracture, baker grade iii. The device has been explanted.